Event description:
Per dealer, the chair was in a van with the end user sitting in it with no tied down system on the chair. The van came to a quick stop the chaired jerked forward then back, which caused the locking gas cylinders to seize up, so when the chair went back to the proper position the back casters were in the air. No injury to the end user